Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.043.001, lot 20228901: supplier: (B)(4). Manufacturing site: selzach. Release to warehouse date: may 25, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h4: a product investigation was completed: upon inspecting the device, no traces of long-term use or outer deformities were identified. A functional assessment was performed and the device could not be opened/closed as intended; confirming the allegation. The unscrewing of the shaft is a result of attempts to open the jammed chuck. A dimensional inspection was not performed as the internal components of the device were inaccessible without destruction of the device. The current and manufactured to drawings were reviewed during the investigation; no design issues or discrepancies were noticed. This complaint could be confirmed. No new, unique or different patient harms were identified as a result of this evaluation. Relevant actions have been taken to address the issue. The damages on the chuck head are mainly in three locations, in the areas where the chuck and the shaft were connected with laser welding material. The damages on the laser welding from the chuck, do not show any fracture structure, the damages have the character of impacts and therefore could have been generated post-fracture, by hitting/pressing an edge on the laser marking, maybe to cut the k-wire. The fracture on the shaft shows radial friction grooves, that can be led back to rotating forces and the observed shear dimples are caused by tensile forces. Tensile- and rotating forces caused the breakage of the laser welding and after the separation of the shaft from the chuck head, the device was twisted so that grinding marks are on the surface instead of fracture structures. The edx analysis confirms the use of the correct steel (1.4542) and the use of correct welding filler (1.4337). The metallographic examination of the welding shows different defects inside the laser welding, where diffusion processes of melted metals were inadequate for a stable connection. Different spots were observed that could be micro pores. Furthermore, a delamination of welding layers was observable, that could indicate insufficient conditions, such as cleaning, prior/during the laser welding. The hardness measures reveals the welding as the area with the lowest hardness, compared with the hardness of the base material. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: an updated product investigation was completed: upon inspecting the device, no traces of long-term use or outer deformities were identified. A functional assessment performed and the device could not be opened/closed as intended. Thus confirming the allegation. The issue of jamming of the aiming arm is a known issue. A dimensional inspection was not performed as the internal components of the device were inaccessible without destruction of the device. The current and manufactured to drawings were reviewed during the investigation; no design issues or discrepancies were noticed. This complaint could be confirmed. No new, unique or different patient harms were identified as a result of this evaluation. Relevant actions have been taken to address the jamming of the aiming arm issue. The damages on the chuck head are mainly in three locations, in the areas where the chuck and the shaft were connected with laser welding material. The damages on the laser welding from the chuck, do not show any fracture structure, the damages have the character of impacts and therefore could have been generated post-fracture, by hitting/pressing an edge on the laser marking, maybe to cut the k-wire. The fracture on the shaft shows radial friction grooves, that can be led back to rotating forces and the observed shear dimples are caused by tensile forces. Tensile- and rotating forces caused the breakage of the laser welding and after the separation of the shaft from the chuck head, the device was twisted so that grinding marks are on the surface instead of fracture structures. The analysis confirms the use of the correct steel and the use of correct welding filler. The metallographic examination of the welding shows different defects inside the laser welding, where diffusion processes of melted metals were inadequate for a stable connection. Different spots were observed that could be micro pores. Furthermore, a delamination of welding layers was observable, that could indicate insufficient conditions, such as cleaning, prior/during the laser welding. The hardness measures reveals the welding as the area with the lowest hardness, compared with the hardness of the base material. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during suprapatellar tibia nail using the ans (advanced nail system) procedure, while using the universal chuck to guide a reaming guidewire down the shaft of a tibia, the universal chuck would not loosen to release the guidewire. The handle began to unscrew from the coupling of the instrument and even after screwing it back could not get the chuck to release the guidewire without the handle unscrewing. Surgeon had to cut the guidewire off of the chuck and proceeded with the case with a new universal chuck. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) universal chuck. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.